Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin causing the syringe needle to bend. Customer used another cartridge and syringe needle. Customer's blood glucose was within 54-500 mg/dl.